Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the inulin pump had no delivery alarm. Customer stated that they received no delivery error messages the first few times after changing the reservoir. Customer stated that they had high blood glucose. Customer stated that the insulin pump had crack and had to use duct tape to hold the reservoir in place. The insulin pump will not be returned for analysis.